Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. Investigation summary: a complaint of tubing falling apart was received from the customer. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20123011 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 08dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported when using the bd alaris smartsite, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the IV tubing spontaneously fell apart. IV tubing spontaneously fell apart.